Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. Functional testing was performed with the returned dissector using a test lab generator and battery. The assembled device successfully produced the startup series of tones and the status light emitting diode (led) on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled device was tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The device was also activated with the jaws closed and submerged in glycerin bath at both power modes with acceptable results. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy endometriosis treatment surgery, the dissector did not activate, they noticed that the battery sensor was red, they reconnected the battery and generator but was not successful. They requested another battery but after replacing it, the problem still persisted. The generator had an indicator failure wherein it did not work with the new battery and dissector in place. The event lead to or extend patient hospitalization because surgery needed to be converted from laparoscopy to open. The patient was discharged from hospital on september 18.